Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the display's backlight was on, but the display did not show any information. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to a failure of the lcd display. The device would charge and shock defibrillation energy with voice prompts, but without an lcd display. The lcd display did not display the alpha numerics, but did have a backlight. No burned or open connections were visible on the display. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that the display of their device was completely black and that they could not see any information on the display. As a result, the device user may not be able to see the label for the analyze button, which the device user would need to press in order to determine the need for defibrillation therapy. There was no patient use associated witht the reported event.